Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)./ conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat uterine proplapse, and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a tvh, cystoscopy, sacrospinous ligament fixation, anterior and posterior repair and bso performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013.